Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. The exact implantation and explanation date was not provided, however it was indicated that the reported device was implanted in (B)(6) 2008 and explanted in (B)(6) 2010.

Event description:
It was reported that, "information obtained from data listing obtained from an investigator sponsored study deliverable. Note indicated, "revision (tibial loosening) x2 date falls (B)(6) 2008 and (B)(6) 2010."